Manufacturer narrative:
A1,2,3,4: information unavailable. D5,6;h4: information not available, device not returned for analysis.

Event description:
The stapler was used during a right colectomy procedure. The surgeon used the device to create a side to side anastomosis. It was reported on 8/18/96 the surgeon had to reoperate due to a drop in the pt's hemoglobin. The surgeon had found the anastomosis had bled and there were clots along the entire staple line. The surgeon reportedly resected the original anastomosis and handsewed the new anastomosis. The pt had received four units of blood, but it was unk when it was received. It was reported the pt was doing fine after the reoperation.